Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus technical assistance center (tac) attempted troubleshooting with the customer. Customer confirmed that the input was set to serial digital interface (sdi) #1. There was an sdi cable connected from the sdi #2 port on the cv-190 to an arm in the ceiling. The call dropped due to bad phone reception. Tac attempted multiple times to reach the customer. Information was further received that the issue was resolved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a high-definition lcd monitor, there was a no image issue. The event occurred during a diagnostic procedure with the patient was on the table. There was no patient harm associated with the event.